Manufacturer narrative:
Root cause: unable to determine the root cause conclusively at this time based on the information concerning this issue; however, it appears the most likely cause was user error. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
The surgeon implanted the screw and then the driver slipped off the screw. The pullpin was then broken off the driver and a portion in the patient. The surgeon was able to retrieve the piece from the patient and the remainder was located in the driver.